Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the patient alleges he heard a loud bang, like a gun and he looked down and one of his spokes were broken.